Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Imdrf device code a050502 captures the reportable event of device deployed without the device being actuated.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on july 24, 2023, for the treatment of pelvic floor prolapse. During the procedure, the device deployed without the device being actuated, and the dart dislodged into the patient's right side during deployment. There was an attempt to remove the dart by using fingers and fluoroscopy. The procedure was completed using the same device, and a new suture. There were no patient complications as a result of the event.